Manufacturer narrative:
Patient's age and date of birth not provided/unknown. Patient's weight not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown.

Event description:
It was reported that while placing a biomet implant, the unknown driver would not release from the implant. No other implant was placed during the same surgery. Tooth location 19.

Manufacturer narrative:
The subject driver was not returned for inspection. The driver lot number was not provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16. Information identified: pick-up and delivery of implant care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Note: periodic o-ring (irordr) replacement is required for the certain internal connection driver. Certain internal connection driver tips should be inspected for wear before use. The associated implant was returned and functionally tested with a compatible implant driver. The test driver successfully engaged and disengaged with the implant drive feature as intended. Without the return of the subject driver, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.